Event description:
It was reported that a spectrum infusion pump delivered less volume than programmed. The customer stated that flow rate testing was completed on the device, but not in accordance with the spectrum service manual. It was reported that the device passed the flow rate testing for programmed volumes of 40 ml, 100 ml, and 400 ml. However, it was reported that when the device was programmed to deliver 800 ml, the device delivered 691.7 ml. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete, a supplemental report will be submitted.